Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bronchitis and nasal/throat irritation or soreness while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bronchitis and nasal/throat irritation or soreness while using the device. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bronchitis and nasal/throat irritation or soreness while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from an external and internal inspection: the modem flip lid door was missing. The modem accessory area had black dust-like contamination, inconsistent with degraded sound abatement foam, and tiny hairs/fibers in it. Unknown, sticky residue on top enclosure near air inlet unknown white contamination (dust-like) at the air inlet of the blower box and some tiny black hairs/fibers. Light dust-like contamination inside of iso (international organization of standardization) port and a few tiny pieces of black fibers or potential hairs around it. Unknown residue on pca (printed circuit assembly). Light dust-like contamination on top of the blower motor and blower motor seal. Tiny unknown black (inconsistent with degraded sound abatement foam) specks of contamination on the bottom enclosure. Unknown residue on the bottom of blower box, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated or corrected in this report.